Event description:
It was reported that the bd conventional needles had epoxy that is breaking off needles. The following was received by the initial reporter: verbatim : contamination, epoxy breaking off needles and contaminating kits these are placed into. Was there an injury- no. Was there a death - no.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5119023]. H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 303005 and lot number 2363753. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.